Event description:
It was reported that during a pump replacement for end of life, the surgeon attempted to position the catheter higher in the intrathecal space. It was noted that when he pulled it out it looked like it had torn. The whole catheter was replaced instead. It was reported that the patient was getting good therapy before the revision, but the patency of the old catheter was unknown. The drug in the pump was baclofen.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type catheter. (B)(4).